Event description:
It was reported that this left ventricular (lv) lead located in the left bundle branch exhibited high pacing threshold measurements. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Note: typical surgery-related damage is noted, but is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead located in the left bundle branch exhibited high pacing threshold measurements. This lv lead was explanted and replaced. No additional adverse patient effects were reported.